Event description:
It was reported that after port and catheter were in place, the system could not infuse or aspirate. Procedure was completed with a different but similar device. Patient condition notes: patient is ok. Problem noticed: during procedure. Treatment or diagnosis: treatment.

Manufacturer narrative:
Pfm medical has made multiple attempts to retrieve additional patient information with no success. Conclusion: the review of the device history records and the investigation of the returned port showed no non-conformities. We don't know the exact of the cause of the reported failure. Without definitive cause of such defect, a corrective or preventive action will not be opened. Cpp will continue monitoring for additional occurrences of this type of incident.